Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right ventricular (rv) lead dislodged and exhibited no capture. It was noted that the patient experienced bradycardia. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.